Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported while closing the peritoneum the device became jammed and could not be cleared. A new ems was opened to complete the case. There was no consequence to the pt.